Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable of the fenestrated bipolar forceps broke during the operation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. Part of the broken conductor wire was pulled from the insulation. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found on the yaw pulley at the base of one of the grip tips. Components adjacent to the broken wire do not show damage. The complaint regarding a broken cable was confirmed by failure analysis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (471205-17/k14240606-0234) associated with this event was performed. Per logs, the instrument was last used on 11/04/2024 on system (B)(4). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of cable breakage, whether partial or full, is attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID (B)(4).